Manufacturer narrative:
Per the user guide: always make sure that the correct settings are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple instances of low blood glucose (bg) levels between 40 and 70 mg/dl. Customer is working with healthcare provider to adjust basal rates and address blood glucose.